Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited a lead safety switch due to a low right ventricular (rv) pacing impedance measurement of less than 200 ohms. There was rv oversensing noted in unipolar and non-capture in bipolar, with less than 2 seconds of asystole noted. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in the possession of the hospital. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that there was additional rv lead noise and oversensing. A surgical revision was performed and the device was explanted to upgrade the patient to a different device. No additional adverse patient effects were reported.